Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced difficulty with the pump in the past when too much bupivacaine was put in. The patient also had morphine. The pump had to be 'shut off' and reprogrammed. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)